Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon burst. It was later reported that the nurse inserted a bardia foley catheter into the patient on (B)(6) 2018. Allegedly, the balloon ruptured on (B)(6) 2018.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon burst. It was later reported that the nurse inserted a bardia foley catheter into the patient on (B)(6) 2018. Allegedly, the balloon ruptured on (B)(6) 2018.